Event description:
It was reported that the insulin pump alarmed compromised force sensor system during manual prime. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. Unit had cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.